Event description:
Cartridges for quality control checks are indicating need for replacement when they do not need to be replaced. When one of the 3 is replaced, the other ones no longer work. According to siemens, when one is removed it creates a microgap so that the machine thinks the other cartridge is not working. Siemens has recommended that staff hold the other two cartridges in place with their hands when they remove one so no microgap is created, which has seemed to work. Siemens has been crediting the facility with the amount left in the cartridges. Field service has been out to look at the machines and indicates they are working correctly. Respiratory therapists go to the other abg machine in the facility when one does not work so no known patient injury has resulted.======================manufacturer response for abg machine, rapidpoint 405 (per site reporter).======================siemens has recommended that staff hold the other two cartridges in place with their hands when they remove one so no microgap is created, which has seemed to work.